Event description:
The physician attempted to deploy one resolute integrity drug-eluting stent to the lesion at lcx, but strong resistance was experienced at lcx ostium and the device was withdrawn and the stent deformation was confirmed. The procedure was completed using another resolute integrity stent. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 8th distal segment was raised and deformed. The distal tip was damaged. There were numerous kinks along the hypotube.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (deformation). Patient's condition affected effectiveness of device (lesion morphology - 50% stenosis, moderate calcification and moderate tortuosity) deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology- 50% stenosis, moderate calcification and moderate tortuosity). Inherent risk of procedure - (deformation). (B)(4).